Manufacturer narrative:
Product complaint #: (B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (u1908080), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via personal interaction that during an arcr (arthroscopic rotator cuff repair) treating rotator cuff tear on (B)(6) 2020. The surgeon used hand control switch for the electrode (vapr tripolar 90 suction elect). While the electrode was being on the table or under other non-use circumstances, it kept making driving sound. The surgeon did not touch the switch or step on the footswitch during such a malfunction. No error code was shown on a main unit. The procedure was completed with a replacement without surgical delay. There was no harm to the patient. The device was the first use when the issue occurred. Additional information provided by the affiliate reported the device is not available for return